Event description:
It was reported that the patient was not able to adjust stimulation and received a "call your doctor" icon and an out of regulation condition. Additional information reported indicated that the patient had received intermittent stimulation. The patient used program a1 only: 5-11+12+. Impedance values were tested and found to be greater than 4000 ohms. Using 1 as reference, electrodes 1/5 showed low impedance values less than 50 ohms. Follow-up information indicated that the patient was reprogrammed around the high impedances and had great coverage with no issues. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, programmer: model 37743, serial# (B)(4), recharger: model 37752, serial# (B)(4), extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, lead: model 39565, serial# unk, implanted: (B)(6) 2011, explanted: na.